Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay pt contacted lifescan alleging that her one touch basic enhanced meter prompted the not enough blood message. The complaint was classified based on the customer care advocate (cca) documentation. The pt provided info that she takes januvia and actose. She said the product issue occurred one week ago, and she took her usual diabetes medication. Two hrs later, she said she was dizzy and had blurry vision. She denied receiving treatment. The cca noted that the pt was using non-lfs test strips. However, the pt did not have test strips when she called lfs. Test strip identity could not be confirmed, and troubleshooting could not be completed. The pt's products were replaced. This complaint is reported because, the pt alleges that she received the not enough blood message on her lfs meter and afterward experienced blurred vision, which can be a typical symptom of hyperglycemia.